Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient's right atrial (ra) lead was oversensing far r wave. Patient status was unknown.